Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling by using a test multifunction cable, performing multiple 30 joule tests, defib cycle testing, and functional stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The customer did not return any of their defibrillation accessories for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.